Event description:
It was reported that there was a revision due to patient having a stiff knee, surgeon replaced femur and liner.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The reported event regarding reduced range of motion involving a triathlon femoral component was not confirmed. No device evaluation performed as no items were returned per hospital policy. No medical record evaluation performed as none were provided. There were no reported discrepancies and there were no other events for the referenced lot. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as follow-up notes are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported that there was a revision due to patient having a stiff knee, surgeon replaced femur and liner.